Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct the manufacturer date (h4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope]. 8. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function]. Inspection of the spray valve function. (A)inspection of the water feeding function. 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function. 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to clogging of nozzle, water removal ability did not meet standard value. In addition to the foreign material found in the nozzle, the evaluation findings are as follows: due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, the adhesive on the bending section cover had a chip and white clouded area, switch (#4) had wear, the switch box had a crack, the adhesive around the objective lens was peeled, adhesive around the light guide lens was peeled and had a white clouded area, the connecting tube had a wrinkle and scratch, the plastic distal end cover had a dent, the suction cylinder was shaved, paint on the suction cylinder was peeled, paint on the air/water cylinder was peeled, switch (#1) had wear, the bending section cover had a scratch, and the connecting tube had coating peeling, additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did not know what the foreign material was. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer did flush the air/water nozzle with air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brushes or sponge. The customer flushed the air/water nozzle/channel with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had poor water supply. The issue was found during a diagnostic procedure which was completed with the same device without delay. There were no reports of patient harm. During evaluation, foreign material was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.